Manufacturer narrative:
Image analysis: one image with procedural notes were returned for evaluation. The image shows a partial of the patients leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the date of implant was (B)(6) 2025. The catheter tip was not 5cm caudal to sfj. Sterile techniques were followed and compression was utilized. The total length of treated vein was 25 cm and 12 aliquots of adhesive was used. Patient has a known allergy keflex and known co-morbidities elevated hemaglobin. Patient had surgical extraction of ssv. No additional information was received from patients blood work. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the short saphenous vein in the patients left leg was treated with a vs-404 venaseal closure system in (B)(6) 2025. The procedure was uneventful. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. 4 days post-op, the patient developed increased calf pain, swelling, redness, skin inflammation/discoloration with a rash on his thorax. The onset of symptoms occurred between days 2 and 14 following the procedure, and the issue remained unresolved at the time of reporting. Only one leg was treated and this is an initial reaction event. The patient was started on a medrol dose pack with good response. In (B)(6) 2025 the patient had what appeared to be a wound infection at entry site in calf. No abscess on duplex. Some drainage of puss. Started on keflex with no response. Switched to bactrim ds for 2 weeks with good response. Last week increased pain over partially thrombosed varicose veins medial posterior to the closed ssv. The patient then developed fever and night sweats. Restarted on bactrim then doxycycline without response. The patient was sent to ER for blood work and IV antibiotics. Physician stated it is unclear if this is an infection, phlebitis or a continued hypersensitivity to the venaseal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.